Event description:
Technical services received a call on (B)(6) 2011. Caller seeing patient in hospital for vt episodes. Patient has atrial lead but device is programmed vvi. Caller stated it doesn't look like atrial fibrillation. Caller tried programming to ddi and it doesn't seem to be sensing af if it is there. When looking at stored episodes, all r-waves are lining up with events on atrial channel. There is a deflection right on top of r-wave - p-waves right on top of r-waves. Caller not sure if this is avnrt or farfield. In real-time it looks like farfield but device is not sensing. When caller tried ddi @50, sometimes see ap that looks like it captures followed by vs about 280ms later, so almost looks like conduction from ap. Later seeing ap with vp almost 400ms later. Then later have ap with vs 80ms later. Caller hasn't run atrial threshold test yet, but she is not sure if atrial capturing at 5v. Atrial impedance is fine. P-waves are nr (could not get p-wave measurement when running test). Technical services asked if atrial tachy discrimination turned off as well. Caller not sure. Rid programmed on. Caller had to drop call at this point but will call technical services back. Caller called back. Caller talked to cardiologist who didn't follow patient. Md thought it was truly a vt event. Caller tried running an atrial threshold test, and it appears to never lose capture, which makes her think she never had capture in first place. Caller stated that deflection at 5v looks same as at 0.2v. Caller could not get good looking p-waves with surface ECG and a 12-lead EKG has not be ordered. Caller thinks there was some reason atrial lead was turned off, even though reason unknown, so she left device programmed as it was, at vvi. Physician is dr. (B)(6). Caller stated that md she was working with stated he was fine leaving programming as it was and will leave it up to device following md. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).